Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) did not close well anymore after years. The aus was explanted and replaced. There were no patient complications reported.